Event description:
It was reported that the procedure was cancelled. An angiojet ultra 5000a was selected for use in a thrombectomy procedure. Prior to procedure, an error prompted indicating a drawer malfunction. The console was turned off and back on and catheter was inserted multiple times but error still existed. The procedure was not completed due to this event. No patient complications were reported.